Event description:
The dentist reported that 120 days after the dental implant was installed in intra-oral region #11 it was verified its non-osseointegration; 25 ncm of primary stability was achieved and immediate load was not performed. Patient presented lone bone quality (bone quality type iii).